Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73k1800340 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during clinical evaluation of the sample at the hospital, the fourth clip were not loaded when the user grasped the handle. The user removed it and tried to load the fifth clip and was able to grasp the handle only halfway. The clip was loaded into the jaws in closed condition. The device was replaced with a new one.

Event description:
It was reported that during clinical evaluation of the sample at the hospital, the fourth clip were not loaded when the user grasped the handle. The user removed it and tried to load the fifth clip and was able to grasp the handle only halfway. The clip was loaded into the jaws in closed condition. The device was replaced with a new one.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a closed clip partially loaded incorrectly. The returned sample appears used as there is biological material present on the device. The partially loaded clip was manually removed , and the trigger cycle was completed. Upon completion of the trigger cycle, it was found that the next clip was broken at the hook and out of position in the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to load properly as it caused the rotation tab to bend and became stuck in the bent rotation tab. The clip stuck in the rotation tab was manually removed. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. Additionally, another clip was found to be broken at the hook in the channel. The clip stacking could prevent the clips from properly loading into the jaws. It can also cause clips to break in the channel, as was the case for this sample. It could not be determined exactly how or when the clips became out of position. The sample was received with 11 clips remaining, including the partially loaded clip that was broken, indicating that 4 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned with its trigger partially engaged and a closed clip partially loaded incorrectly. The sample was received with 11 clips remaining, including the partially loaded clip that was broken, indicating that 4 clips were fired by the end user. Upon functional inspection, the next clip was unable to load properly as it caused the rotation tab to bend and became stuck in the bent rotation tab. It was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. The clip stacking can also cause clips to break in the channel. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.